Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer believed the insulin pump was not delivering insulin. When the customer's blood glucose level was high, she noticed that the reservoir was always at the first mark after the number one. Her blood glucose level was 291 mg/dl. The customer did not receive a no delivery alarm. The product was not returned. Nothing further to report.